Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the white tissue pad was fallen off. The fallen piece was retrieved by forceps and was disposed. Changed another device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # n9290p. The device received was returned with the tissue pad at normal wear and properly attached to the clamp arm and not detached as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.